Manufacturer narrative:
Results: as returned, the lead is twisted which is consistent with the ipg being twiddled. Channel 3 was found to be electrically open. No broken wires were observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03296. The patient received a scs system on (B)(6) 2011 including 2 leads from 2 different lots. It was reported that the patient's lead had migrated and twisted. Testing showed normal impedances. One lead was explanted and replaced with another lead. No further information is available at this time.